Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, white particles and one crack opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one crack opening and wear abrasion. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.